Event description:
Received email from maquet (B)(4) stating, "the failure occurred with a hemopro when trying to harvest the femoral vein in a coronary bypass intervention. The procedure was done by a cardiac surgeon. The hemopro thermostatic tip kept on cauterizing all the time, not only when activating with the power supply. The surgeon replaced the extension cable which had been sterilized around 8 times. Also, he replaced the power supply. Despite all this, the thermostatic tips did not work properly. There was no person claimed to be endangered." (B)(6).

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).